Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Lot number was not reported; however, potential lot numbers were provided. The information for these numbers are as follows: d4. Medical device lot #: 4150237. D4. Medical device expiration date: 31-may-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-jul-2024. D4. Medical device lot #: 4207154. D4. Medical device expiration date: 31-jul-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 29-aug-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes contain oil gel globules. The oil gel globules are causing a buildup on the electrode of their instrument. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd did not receive any samples; however, a photo was sent for evaluation. Bd was not able to confirm the reported incident based on the image provided. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with the reported issue; therefore, a review of the device history could not be performed. As a result, this complaint could not be confirmed. Complaints received for this device and the reported condition will continue to be tracked and assessed. The information will be captured in trend reports and monitored. Our business team regularly reviews the collected data to identify emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes contain oil gel globules. The oil gel globules are causing a buildup on the electrode of their instrument. There was no health impact or consequences reported.